Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with insulin pump. The customer¿s blood glucose level was more than 10 mmol/l and 18 mmol/l at the time of incident as well as headache. The customer was assisted with troubleshooting. Customer was able to perform high pressure test at that time. Customer states they performed the high pressure test and test results was insulin flow blocked alarm. Customer states they performed self-test and insulin pump had hardware low level failures alarm occurred twice. Customer states they thinks insulin pump was not working properly cause their blood glucose was really going down and had to insulin pump more insulin than normal before it goes down. Customer was currently using the old insulin pump as back up plan. Customer did not allege insulin pump was under delivering. Customer declined to check for possible site or insulin issues. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm noted during self test and confirmed in device history due to broken trace on u1 keypad assembly.